Manufacturer narrative:
Manufacturer narrative: tass toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Manufacture narrative: hypopyon, iop elevation from baseline, and iris pigment dispersion are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A health care professional reported an article, "toxic anterior segment syndrome following implantable collamer lens implantation in a patient with keratoconus and nystagmus: a case report." This study included a patient who experienced elevated iop, pigment dispersion, hypopyon, and tass. Medication was administered and inflammation had reduced. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.